Event description:
(B)(4) I had this device put in with in a year of having my son. I had the procedure happen at (B)(6) medical center. I am allergic to latex, vimpat, macrobid, ammonia. After I had the surgery the dr. Told my husband she had trouble releasing the coiling into the one fallopian tube so two coils went into to one of the tubes but it was fine. And the other side went in without difficulty. I had problems right after the procedure because of pain, dizziness, passing out, heart palpitations, tiredness,nausea, and bleeding, pain with sex, pelvic floor pain. These symptoms continued. The bleeding stopped when I finally had a hysterectomy. But the rest of the symptoms continued and more developed. All she just wanted to change my birth control. In (B)(6) 2008, I found a new gyn and he did an ablation which, the balloon popped on the second coil that had slipped into my uterus and the camera went through my uterus. I ended up staying in the hospital. And then a couple days later I had a vaginal hysterectomy. Which ripped the vaginal wall on both sides all the way out, I had stitches down both sides and stitches all thee way out. I kept having to go back for more than 6 months to have the granulous tissue burned out of vaginal wall. They left the other fallopian tube with coil in. And both ovaries. In 2008 I complained of my continous symptoms of heart palp, dizziness, passing out, tiredness. They sent me to a cardiologist, he said my b/p was too low and my heart also, so I went and saw a electrophysio cardiologist. I wore a heart rate for a month and he put me on meds to increase my heart and b/p. And sent me to a neurologist. I had an eeg and MRI and they found out I had epilepsy and a brain aneurysm. I am treated for epilepsy, my brain aneurysm was an incidental finding because there is no reason I should have it, it has been coiled but I now have another. I am followed by a uro gyn. Because I continued with severe pelvic floor pain, pain with sex, leaking urine, peeing constantly, feeling of passing gas out my vagina, abdominal pain. I had a rectocele and cystocele repair. I do pelvic floor physical therapy. I had a cystoscopy and they found I have ic. So I have to follow an ic diet, take elmiron, uribel, and valium/baclofen suppositories for the spasms. I had to have a vaginal wall surgery again and botox in my bladder and pelvic floor. I am in continuous pain from the pelvic floor and ic. I had hip surgery recently. My vitamin d levels are low eventhough I go outside and drink milk and take vitamins.